Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by the mid michigan medical center. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the health professional that the patient experienced a significant rash while using chloraprep. Per email: I had a surgeon come to me complaining that she's had two patients in the last month with a significant rash on the extremity that was disinfected with orange chloraprep. I spoke with (B)(6) at bd customer service and he said he had not heard of any increase in rashes and confirmed we were notified of the recall and not using those lot#'s. We were informed and are indeed making sure to pull these effected lot#'s from our custom packs. Customer service gave me your contact info as our area rep. I just wanted to confirm with you that you also had not heard of any increase in rashes from the use of orange chloraprep? Thank you for your time and please respond at your earliest convenience with any information you may be able to add.